Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the instrument had no battery and that the screen did not work. The use of the instrument was unspecified. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation:the reported issue that the instrument had no battery and that the screen did not work was verified during service. The service technician observed that the bio-console display was not working. The service technician disassembled the display and the user interface (ui) main pcb was burned. The service technician then disassembled the base and the safety system module board was burned as well. The issues were resolved by replacing the ui main pcb board and the safety module board. The instrument then alarmed error 54 sc mpu mc speed control (hard error).the issue was resolved by replacing the motion/pressure board and the batteries x2. Preventive maintenance was performed per specifications. Note:the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to b5: medtronic received additional information that both the instrument's user interface and base unit were affected by the battery issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction c: updated the fdp and imf codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.